Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was giving double the amount of insulin and his glucose level dropped to 30mg/dl. The caller treated with the device for the current blood glucose, but he was unable to locate in bolus history. The bolus history was reviewed and found a bolus of 25 units entered by the customer, but it stopped at 10.0 units; then it was found another bolus of 23.0 units. The customer denied entering the boluses. Also, the time was off by one hour and the date was off as well. Assisted the caller with correcting. No further information was provided.